Event description:
Healthcare professional (hcp) reported the pt became hyponatremic while using the baxter sps 1550 hemodialysis machine for hemodialysis therapy. The hcp reported that the pt appeared confused and exhibited symptoms of metabolic encephalopathy approximately 2 hours into hemodialysis therapy. The therapy was then discontinued and the pt was sent to the hospital where pt was diagnosed with hyponatremia. While hospitalized, the pt's serum sodium level was found to be 122meq, which was lower than the expected level of 130meq. According to the hcp, the pt was released from the hospital a few days later. Hcp reports pt was treated during hospitalization, specifics of which are unknown. In addition, hcp reports pt has responded to this treatment with no resulting injury. Follow up with the dialysis facility reveals that no device failure or malfunction was identified and the 1550 hemodialysis machine continued to be used for hemodialysis treatments with no reported difficulties. Although no dialysate sample readings were taken to verify concentration prior to or after the pt's treatment, several subsequent dialysate sample readings taken from companion devices were found to be low and as a result, a device evaluation was requested.